Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, it is likely that the following led to the malfunction: component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited damaged fiber bonding at the outer tube area/distal end, and the light guide bundle of the video cable section broke, resulting in a loss of or insufficient light transmission. There was no patient involvement.